Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The battery pack had a damaged battery connector. The connector pin was so bent that the battery pack would not read or charge. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack.

Event description:
Lifecor customer support noticed a battery pack that had been returned from a (B) (6) male pt that had a damaged case. The last pt to use this battery pack did not report anything wrong with it.